Event description:
The customer received a blood glucose reading of 300mg/dl on the breeze2, re-tested on a different meter and the reading was 104mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not expected to be returned, and was not replaced.